Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors during the procedure that would have likely caused or contributed to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that an elderly patient with multiple medical co-morbidities including multiple prior strokes, cardiovascular disease requiring multiple vascular stents underwent an ion lung biopsy. Plavix was held for 5 days in preparation for the biopsy. The procedure was completed without issue and the patient was transported to the pacu. About 30 minutes later the patient developed a left sided weakness and gaze deviation prompting tpa to treat an acute stroke. Workup was consistent with an ischemic stroke and the patient died later the same day. Based on the available data the event was procedure related in a patient with multiple prior strokes whose plavix had been stopped for the biopsy and was not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007. Section a2: age reported as "in their 80's."

Event description:
It was reported that a patient underwent an uneventful ion endobronchial lung biopsy with mediastinal staging procedure. The physician reported that there were no intra-procedural complications or malfunctions with the ion system. Approximately 30 minutes post-procedure, the patient showed acute stroke symptoms of left-sided weakness and gaze deviation treated with tissue plasminogen activator (tpa) that resulted in episodes of hemoptysis. The physician stated that the patient suffered an ischemic stroke; unspecified head images did not show any acute changes. The patient expired shortly thereafter. The cause of the stroke was reported to be related to the patient¿s medical history, including substantial cardiovascular disease with multiple stents and multiple strokes treated with aspirin and plavix therapy. The plavix had been held for 5 days prior to the procedure, but the aspirin therapy was continued.